Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016,the reporter contacted animas and alleged the patient, who has gastroparesis, reports a bg of 500 mg/dl with symptoms of thirst and nausea - denies ketones. Patient attributes this to pump losing power and not receiving insulin while out to dinner. Customer support advised patient to no longer use listed asset until replacement arrives. This complaint is being reported because the patient experienced hyperglycemia related to power loss.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: unexplained power on reset observed in the black on (B)(6) 2016 at 15:15; deliveries never resumed. Battery compartment is cracked below the bumper pad. No damage found to returned battery cap. Returned battery cap is able to fully attach to the pump. Pump boots to verify screen with audible & vibratory features. Returned battery cap measurements are within required specification.. Pump was exercised for 24hrs with returned battery cap; no power on resets were duplicated during this time..the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing.